Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen required more effort to press and select options. The customer confirmed there was no delay with the screen and all features were accessible. Tandem technical support confirmed that the pump screen was functioning as intended. There was no known impact to the customer's blood glucose level.